Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 01 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact.in-house testing of the returned sensor, along with in vivo data, indicated chemical degradation in all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 01 march 2026 g3.date received by the manufacturer? 01 march 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 3231 h6. Investigation conclusions updated to 4307.